Manufacturer narrative:
The device was not returned. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed an increase of the short interval trend curve to greater than 249 per day since the follow up in may 2018 as reported in the complaint text. Furthermore the iegms available for analysis demonstrated artifacts on the ventricular and on the (B)(6). In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device was not returned. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed an increase of the short interval trend curve to greater than 249 per day since the follow up in may 2018 as reported in the complaint text. Furthermore the iegms available for analysis demonstrated artifacts on the ventricular and on the farfield channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported this lead was replaced due to noise. It is unclear if this lead was capped or explanted.